Event description:
Additional information via medical records review: as reported through encircle clinical study, approximately 8 months post implantation of a 29mm m3 valve in the mitral position, tee confirmed thrombus forming at the ventricular aspect of the prosthetic mitral valve causing severely restricted leaflet motion and mitral stenosis.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information per medical record review findings. Sections: b5, g3, g6, h2, h6 have been updated. A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the medical records received, approximately 8 months post implantation of a 29mm m3 valve in the mitral position, tee confirmed thrombus forming at the ventricular aspect of the prosthetic mitral valve causing severely restricted leaflet motion and mitral stenosis. The new information available does not suggest the 29mm m3 valve malfunctioned, or that the use or miss-use of the device caused or contributed to reported event. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of the edwards m3 valve, therefore the event is no longer considered FDA reportable.

Manufacturer narrative:
The investigation is underway. The 29 mm sapien m3 valve device is not sold or marketed in the us; however, is deemed similar to the edwards 29 mm sapien 3 valve PMA p140031. The PMA/510k field will be blank.

Event description:
As reported through encircle clinical study, approximately 8 months post implantation of a 29mm m3 valve in the mitral position, tte ((B)(6)2024): mv mg-7mmhg, tte ((B)(6)2024): mv mg - 9 mmhg, tee ((B)(6)2024): mv mg - 10 mmhg - there is nonmobile echo density attached to all the prosthetic leaflets at the ventricular aspect, highly concerning for thrombus. Severely restricted mitral prosthesis leaflet motion. Severe prosthetic mitral stenosis. There were no reports of intervention.